Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/14/2023, it was reported by a sales representative via phone that an ar-3636 fibertak x2 would not hold tension. Case completed using the loosened sutures. This was discovered during use in a case with no patient effect. Delay in case under 15 minutes.

Manufacturer narrative:
The complaint allegation is not confirmed. Two sealed packaged ar-3636, batch 15002847, was received for investigation. The visual inspection indicated no issues with the returned product. Functional testing was conducted by closing the anchor according to the device's surgical technique. The device is operating as anticipated. The most likely cause of the reported failure is a user error.